Manufacturer narrative:
On (B)(6) 2018, we received a complaint from the distributor of the product that their end user had an issue with a size 22 nasopharyngeal airway that was inserted in the patient's nostril. The product went into the nose and into the trachea. A tracheostomy was performed and the product was located in the trachea just beyond the vocal cords. It was initially reported that no injuries were involved and that the product from their stock was the following lot numbers: 1611011715, 1607011182, 1405010674, 1611011818, 1611011818. These were not medsource international lot numbers therefore the complaint was closed. On september 19, 2018, our distributor informed us that when the customer returned their product, there was product from 2 different manufacturers/suppliers. Medsource reopened the complaint and reached out to the end user. On october 1, 2018, medsource was informed by email that the product had to be surgically removed. Medsource reached out to the end user for additional information multiple times and did not get a response until 10/15/2018 of the details of the procedure involved. Sizing information and patient information were not available. The product and the lot number of the product involved in the incident were not available, therefore we cannot confirm if this was medsource product and could not determine a root cause.

Event description:
It was reported that the product went into the nose and into the trachea. A tracheostomy was preformed to remove the product.